Manufacturer narrative:
Additional information: batch confirmed, mfg/exp populated. Correction: date received by the manufacturer updated.

Event description:
February 2nd was the date of awareness; it appears to be an issue that happened on multiple occurrences. To my knowledge, no harm was done to a patient or staff; the IV is not performing correctly by not retracting the needle leaving potential harm and complications to patient and/or clinician.

Manufacturer narrative:
Batch # 4312025 was provided but is not found in our system related to the reported material number. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: is not retracting 2/12/2025: february 2nd was the date of awareness; it appears to be an issue that happened on multiple occurrences. To my knowledge, no harm was done to a patient or staff; the IV is not performing correctly by not retracting the needle leaving potential harm and complications to patient and/or clinician.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4312025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.